Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the findings are as follows: the probe was broken. There were cracks that developed from the non-insulated side of grasping section. The proximal side of the tissue pad was worn away. There was also a mark observed in the non-insulated area of the grasping section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The reported event (broken probe) was likely caused by the following mechanism: 1. The output was activated in ¿seal & cut¿ mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in ¿seal & cut¿ was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in ¿seal &cut¿ mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing an error. 5. A force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ this supplemental report includes a correction to d4 from the initial medwatch. An update has been made to d9 and h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the thunderbeat 5 mm, 35 cm, front-actuated grip type s jaw broke off during a therapeutic case. The problem was identified when the physician was dissecting the cervix from the pelvic cavity. He was about halfway or so done when the machine sounded an alert and there was an error message, which reportedly said to take the instrument out of the patient and open the jaws and close them for 3 seconds. The physician did this and the error went away. He reentered the abdomen and began dissecting again, at which point the piece of the jaw broke off and the machine alerted the error again. The broken device was immediately removed from the patient and a new one was retrieved. The physician began to explore the abdomen for the broken piece as it could not be visualized. The cavity was also explored and the broken piece was retrieved. The piece was examined, and it was intact, so no further exploration was needed. The procedure was prolonged by 15 to 20 minutes to troubleshoot the device, retrieve a new device and explore the cavity. The procedure was completed using a similar device. The patient was stable.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has also been submitted on importer medwatch report #2429304 - 2023 - 00181.